Event description:
During a follow-up in clinic, a high capture threshold was noted on the left ventricular (lv) lead. Diagnostic imaging was performed and confirmed dislodgement of the lv lead. The lv lead was capped and replaced. The patient was stable.